Event description:
It was reported to philips that the system failed the power-on self-test, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A third-party field service engineer inspected the system onsite and found that the sib box was giving erroneous signal. To resolve the problem, sib box was sent to the customer via material only work order and replaced on another work order and return the part for further analysis, but no failure was found. After replacing the sib box unit, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.